Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that when the surgeon opened up the incision site they found a hematoma which was corrected. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was brought in to have an inspection at their battery site. The patient has been complaining of pus at the battery at the battery site incision. At surgery the surgeon determined it was a hematoma. The patient initially reported a possible infection. The nurse practitioner at the practice of the planting surgeon made further determination. The suspected infection turned out to be a hematoma. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.